Event description:
Hcp reported the pt had a diagnosis of "granulation of intrathecal catheter tip with disconnection of catheter." The catheter was explanted and replaced in 2004. A follow up report will be sent when add'l info is obtained.